Event description:
It has been reported to philips that the system did not power up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not power up. A review of the system logfile confirmed the reported malfunction. The rse check with customer and customer said, user support checked the load centre voltages and found to be within the ranges. The equipment was de-energized from cabinet m, but the noise and issue persist in the load centre. Upon troubleshooting, the customer found the problem with the electrical panel with an electrical contactor in the hospital. To resolve the reported issue, the electrical maintenance personnel of the hospital replaced the electrical contactor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.